Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they insulin pump was broken and it was not working. The customer¿s blood glucose level was unknown. Customer stated that the label sticker peeled off and front stickers of the insulin pump was worn off. Customer also stated that the bad battery alert. Customer troubleshooting was declined. The insulin pump will be returned for analysis.